Event description:
Received report that air was present in the set below the 1.2micron air eliminating filter. The facility reported that the pt primed the set and began a 1-liter tpn infusion with a 1 hour taper-up, 1 hour taper-down for a total infusion time of 10 hours. It was reported that "a 4 to 5 inch column of air" was noted in the set, distal to the air eliminating filter during taper-up. The pt stopped the infusion and contacted the home care nurse. When the nurse arrived at an unspecified time later, she purged the air from the set and resumed therapy with no reported reoccurrence of air in the set. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded; therefore, the device will not be returned for investigation.